Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that before reinserting the reservoir, the p-cap was loose. Customer's blood glucose level was 400 mg/dl. He treated his blood glucose level with a manual injection. The device was not returned.